Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The seat post receiver that is welded to the base frame is cracked at the weld and it wobbles around.